Event description:
There was no pt involved in this event. The device was malfunctioned as the device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in february 2011 and performed to specification, alongside random manual power ons, up to the 12th april 2015. Between the 18th april 2015 and 31st may 2015 the device records multiple manual power ups of 10 minutes duration. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.